Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering. The customer's blood glucose value was 229 mg/dl at the time of incident. The current blood glucose level is 293 mg/dl. The customer was not using the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.